Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). The patient's mother stated that they put on a pod as they normally would, almost 24 hours later the blood sugar and ketones were high and when they took off the pod they stated that the cannula had never entered under the skin properly. The patients blood glucose levels reached 600 mg/dl. They also think that the needle never deployed so it may have been the reason that it inserted the cannula wrong and that no insulin was being administered. The patient's mother ended up changing the pod out for another one prior to seeking medical assistance. The patient's mother stated that they had the second pod on for less than an hour before it was taken off in the hospital. The patient was treated with intravenous therapy with fluids insulin.